Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep replaced the uninterrupted power supply (ups) cables, the intelligent shutdown board, and the interface board. The system software was reloaded. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system would not produce an x-ray, and displayed a communication failure error message. No pt injury was reported.